Event description:
Upon using duotome 550 laser fiber, a small puff of smoke was noted and laser fiber broke in half and a small spark emitted from the wire. The wire separated into 2 pieces at the site of the spark.